Event description:
It was reported that customer experienced recurring issue where cartridge almost always fell out when customer removed case, despite pneumatic tap area being confirmed free of debris. There was no reported impact to the customer¿s blood glucose level. Clinical support documented complaint and cts was notified to follow up, but no additional information was received regarding further actions or final outcome of event.